Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 10/09/2017, patient received an uneventful attune left total knee replacement to address left knee arthritis. Size 5 cemented posterior stabilized femur, size 5 cemented tibial base plate, a 35 mm patella, and size 5 ps fixed bearing insert were implanted using competitor bone cement. Patient had no complications. On 02/19/2021, patient's left knee was revised to address implant loosening of the attune tibial base plate at the cement to implant interface. Revision note indicated that the tibial base plate was grossly loose, and there was no bone cement adhered to the implant at all. The cement was noted to be very well fixed to the tibial bone though. The femur component was well-fixed, with no evidence of loosening. Knee balancing required revision of the femur though, so it was removed. Depuy revision components were utilized, while retaining the primary attune patella component. There was no reported complication. Date of implantation: (B)(6) 2017 date of revision: (B)(6) 2021 left knee.